Event description:
Dr was doing a shoulder arthroscopy with a repair. He wanted to use a #2 fiberstick. Rn got one from the box and dr found that it wasn't working correctly. Dr asked for another fiberstick, this one had a knot in it. We ended up opening 4 #2 fibersticks. Three were from one box, lot #03938. These 3 were defective. The last one we opened was from another box and it worked properly. Dates of use: 2008. Diagnosis or reason for use: repair of grade 2 slap lesion, right shoulder.